Event description:
The patient was implanted with his scs system on (B)(6) 2009. It was reported that patient lost stimulation after bending over and feeling the stimulation surge down his leg. Lead impedances were measured and found to be out of specification. The lead was explanted and replaced with a new lead on (B)(6) 2009. The explanted lead was returned to the manufacturer for evaluation on (B)(6) 2009. The patient is reported to be doing well.

Manufacturer narrative:
Evaluation: method: device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Both lead segments were found to be kinked with all wires broken about 14.5 cm from the stimulation end. Lead fails continuity testing. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. (B)(4). Ans has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Ans defers to the patient's physician regarding medical history.